Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an intermittent cartridge alarm 1 during basal delivery with multiple cartridges. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Customer experienced "fatigue and muscle cramp." Customer addressed the elevated bg by manual insulin injection. The customer reverted to an alternate method of insulin therapy.